Event description:
Lead was implanted and connected to aicd generator. Once connected, lead would not function properly and was removed. Eval by clinical engineering revealed dried blood inside the insulation of the used wire for the first 2 inches of the proximal end. Blood migrating toward the generator could have caused it to misfire.